Event description:
The customer originally returned their evis lucera elite bronchovideoscope due to a leakage problem. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the angle mechanism was locking due to corrosion. This report is being submitted to capture the locking angle mechanism due to corrosion.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed - a leak was discovered. Consequently, there was corrosion noted on the device that was compromising the angle mechanism. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is submitted to provide the complete device evaluation, results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. Correction: the aware date for the initial MDR for 8010047-2022-03145 (mw 77588) is 24jan2022 and not 27jan2022. The device evaluation has been completed and additional malfunctions were identified. The customer¿s allegation was confirmed. Water tightness could not be maintained due to holes in the rubber of the bending section cover and liquid leakage was observed in the light guide (lg), control grip, control body, the up/down plate, universal cord, scope connector and vent (scope connector cover). Occurred during evaluation. Scratches were found on the insertion part of the serpentine tube, control body, control grip, universal cord, rotation mechanism and angle lever. The insertion part of the serpentine tube was broken and crushed, the light guide bundle was burnt, the angle was stuck (angle was locked due to corrosion of the angle mechanism), the universal cord had wrinkles, and the coating of the universal cord was peeling. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It has been over eight years since the subject device was manufactured. The exact cause of the failure could not be determined. However, the investigation determine the most likely cause was water invasion from the bending section cover as the device evaluation found the angle mechanism was locking as a result of corrosion found in the control body. Olympus will continue to monitor the field performance of this device.